Manufacturer narrative:
Internal complaint reference: (B)(4). Reported device was returned and evaluated. Sections d4, d9, h3, h4, h6, h8 and h11 were updated. H3, h6: results of investigation: the complaint device intended for use in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that a small piece at the distal end got chipped off and is missing. Furthermore, there are signs of wear such as scratches and dents on the device. Apart from that no further defects were detected. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed that only 1 additional similar complaint was reported for the same batch, and 36 additional similar complaints for the same product number over the past 12 months with similar a failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from repeated resterilization, prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag (reference: lit. N°03389-en 1363 v4 01/25). The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tha surgery, one (1) polarstem modular head for 21000662 broke while reducing the hip at the end of the case. The broken piece fell on the floor. The procedure was resumed, without any delay, using equivalent s+n back-up. No further complications were reported.